Manufacturer narrative:
H.6. Investigation: DHR was performed and zero deviations were noted. A trend review was performed for model 5000r, and no additional complaints related to this failure mode (component damage - leak) were found in a 1-year period. Analyzing the pictures received from customer, it looks like the samples were broken or damaged by an external factor. After reviewing the manufacturing process no potential causes were found, therefore, it can be concluded that the damaged was cause by an external condition not related with the manufacturing process. H3 other text : see h.10

Event description:
It was reported that the OEM smartsite luer lock valve port broke and exposed the "accordion-like" piece.the following information was provided by the initial reporter: "the valve broke and the blue accordion-like piece was exposed"

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the OEM smartsite luer lock valve port broke and exposed the "accordion-like" piece. The following information was provided by the initial reporter: "the valve broke and the blue accordion-like piece was exposed".